Manufacturer narrative:
Correction: section h6 - previous report did not include component code.

Event description:
New information received notes that the patient's right ventricular lead also presented with oversensing due to noise resulted in pacing inhibition.

Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2022.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, high ventricular rate (hvr) was observed. Upon reviewing egms, lead damage was suspected. Isometric, deep breathing and pocket stimulation testings to test for noise were scheduled. The patient was stable and being monitored.